Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the pump involved in the incident returned for evaluation are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: when performing the hourly check for the dopamine infusion, the intervolume on the pump had decreased instead of increased. At 3am intervolume was 1.26 cc, at 4am intervolume was noted to be at 0.96 cc. There was 48 cc left in the dopamine syringe when the incident was found. Based on the when the syringe was hung, the rate(s) of infusion and taking into consideration the tubing volume (0.4 cc), there should have been approx. 47.25 cc left in the syringe at 4am. No direct consequences to the patient.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis showed that the electronic occlusion pressure threshold was not working correctly. The pump was recalibrated and after recalibration the pump met all specifications. Review of the discrepancy management system database performed for the reported item number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.